Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076 implantable pacing lead implanted: 2002-(B)(6); d224trk implantable cardioverter defibrillator (ICD)  implanted: 2009-(B)(6); 694965 implantable tachy lead implanted: 2005-(B)(6).